Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on 09/30/2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available.